Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade unknown) and textured implant removal.

Event description:
Patient representative reported ¿if {patient} does not yet have bia-alcl, medical literature shows that the presence of the biocell implants significantly increases {patient} risk of developing bia-alcl and {patient} needs therefore regular monitoring", ¿emotional distress", "patient started ¿exhibiting symptoms associated with bia-alcl' including capsular contracture, baker grade unknown" on the left side. Status of the device is unknown.